Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018 for transmitter ID (B)(4). Data was returned and evaluated. The reported event of a low transmitter battery was confirmed for another device with transmitter ID (B)(4). The probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of a transmitter failure. No additional patient or event information is available.